Event description:
During the internal carotid artery (ica) aneurysm stent assisted coil embolization, the patient suffered a thrombus formation (location unknown) and a vascular spasm. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the microdelivery catheter proximal outer shaft had been separated under the strain relief just distal to the hub. The microdelivery catheter inner braided tubing was stretched but still intact. The microdelivery catheter was stretched under the strain relief. The microdelivery catheter middle shaft was severely compressed at 16.6cm from the catheter distal end and the distal shaft was compressed just proximal and distal to the stent location. The stabilizer was kinked on many places on its proximal shaft and separated after kinking. The stabilizer middle and distal shafts were severely kinked and compressed on many places along their length. The stent was in the microdelivery catheter distal shaft. The damages noted on the returned device were caused by excessive force applied to the device by the physician to overcome resistance in an effort to deploy the stent. However; a definitive cause for the friction cannot be determined. The reported patient's complications of thrombus and vasospasm have been confirmed based on the information provided. From the investigation results or information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombus and vasospasm are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
One hour after the stent assisted coil embolization of the internal carotid artery aneurysm, a thrombus formed and the patient suffered a vasospasm (locations unknown). The patient was given neumotop and agra (doses were not disclosed) to treat the thrombus and vasospasm successfully. The patient was reported to be in a stable condition.